Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2017. Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal carcinoma . In what type of procedure was the device used? Anterior resection. Who fired the device and what is his/her experience? Colorectal fellow . Where in the green gap setting scale was the indicator located prior to firing? Unknown to me. Did the healthcare professional receive audible & tactile feedback when firing the device? No audible ¿crunch¿ as usually occurs when the stapler fires. What is meant by ¿the device misfired¿? The staples did not close- but the bowel was cut were the donuts inspected? If so, please describe. I believe they were full donuts as the stapler cut the bowel (but did not fire the staples). Was the washer inspected? If so, please describe. Unknown- don¿t really understand the question . Were there any staple formation issues? If so, what was their shape? The staples were not visualized. Could you please provide a copy of datex report? That is a private and confidential document I am unable to release due to our confidentiality policy. What is the current patient status? Patient has permanent colostomy as a result of the failed anastamosis.

Event description:
It was reported that the stapler misfired. This resulted in the patient having to have a permanent stoma. A datex form has been raised at the hospital.